Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer 's blood glucose levels at the time of the incident were 425 mg/dl, 450 mg/dl and 400 mg/dl. The customer was treated with insulin syringe. Customer was experiencing the symptom related to the high blood glucose was breathing difficulty. The customer was hospitalized for dialysis as they were on stage 5 kidney failure. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.